Event description:
The customer contacted beckman coulter, inc. (Bec) to report unexpected level 1 quality control (qc) results for beta human chorionic gonadotropin (bhcg) on an access 2 immunoassay system. The customer reported that bhcg reagent pack performance is monitored by reviewing qc results. The customer reported that the laboratory is currently not at risk for generating erroneous results. There was no impact to patient treatment associated with this event. The customer reported that the level 1 bhcg qc recovers higher as the number of tests per bhcg reagent pack decreases. Bec has requested data from the customer; however, no data have been provided to date. The root cause has not yet been determined for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a major preventive maintenance (pm) and completed the transducer mod #10879 (adjust transducer to a fixed value of 19v). The fse performed a system check which passed instrument specifications. The fse ran quality controls which recovered within the laboratory's established ranges.